Event description:
The patient contacted animas on (B)(6) 2012 reporting that the arrow and ok buttons required several presses before responding. The patient reportedly wore the pump in a cell phone case attached to a belt and occasionally cleaned the pump with a damp cloth. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
Follow-up # 1 6/15/2012 device evaluation: the insulin pump has been returned and evaluated by product analysis on 5/21/2012 with the following findings: on investigation, there is no visible damage of the keypad. Testing confirmed intermittent responsiveness of all keypad buttons, requiring multiple presses to evoke a response. None of these buttons have normal spring back or click. The keypad was removed to investigate and revealed contamination under all button contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.